Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # m54r5t.

Event description:
It was reported that during a colectomy procedure, the device worked fine. The device was removed from the patient and then the jaws would not open. The reverse button was tried and did not work. It is unknown if the manual override was used, but the jaws would not open. A second device was opened and used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). The analysis found that one ple45a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. Event could not be confirmed as the device closed and opened without any difficulties noted. Once the device completed the firing sequence the knife returned home automatically as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.